Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the red blood cell (rbc) and white blood cell (wbc) apertures and the calibration passed for all controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the white blood cells (wbc) on the abnormal 1 control were recovering high and out of range on the coulter lh 750 hematology analyzer. The customer replaced the control lot but the instrument continued to give elevated wbc results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.